Event description:
Pt entered into MRI (magnetic resonance imaging) scanner, for a MRI of the brain. Upon beginning of 3rd sequence, pt started thrashing (about 5 secs). Scan stopped and pt removed from magnet. Pt stated arm was burning. The body (arm) could have touched the side of the machine. The nicotine patch was not seen at the time of the scan. Exam by a radiology physician noted the pt's upper left arm was mildly erythematous and there was a small denuded blister. The burn, the size of a tip of an eraser, oblong and smaller than the nicotine patch the pt had on their arm. Info from: pharmacy director: nicotine transdermal patch, 21mgs, round. The nicotine patch was the only patch on the pt at the time of the MRI, and has been discontinued earlier the morning in 2003. The site of the nicotine patch was rotated and it was placed daily. There had been no changes in the dose of the medication.